Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the cervical lead fractured and was confirmed with x-ray imaging. To address the issue, the cervical lead was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.